Event description:
Vampire facelift (B)(6) 2021 by dr (B)(6) at (B)(6) after the service the patient experienced swelling, vomiting's, pressure on her head and began to hear voices. Also, blood clots in the right eye. A week later the patient was hospitalized in a coma for 2 -3 days. Have reached out to the organizations multiple times.